Event description:
It was reported that the insulin pump alarmed during the manual prime. Troubleshooting was performed, and the displacement test passed. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.